Manufacturer narrative:
Conclusion: the device has been returned for evaluation and a follow-up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the suction connection port is closed off by a thin piece of plastic that is not part of the normal device. The blocked suction connection port was punctured by the user and was able to be used. Conclusion: the complaint has been evaluated. The complaint indicates that a canister was connected to a pump and the aspiration tubing was attached properly. The pump was powered up but did not maintain vacuum pressure. The device was checked and the user noticed that the suction connection port was blocked. Evaluation of the returned device confirmed a blocked suction connection port that was punctured as described in the complaint. It appears that the blocked tubing was a manufacturing defect. During processing the tubing is glued to the suction connector, however the glue appears to have extended past the tip of the tubing and sealed the lumen of the tubing. This issue will continue to be monitored. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system max aspiration tubing. During the procedure, the physician turned on the pump; however, aspiration did not occur. The physician found that the outlet port of the tube to the canister remained closed. The physician created a hole in the max aspiration tubing with a plastic needle and aspiration began. There was no report of an adverse effect on the patient.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system max aspiration tubing. During the procedure, the physician turned on the pump; however, aspiration did not occur. The physician found that the outlet port of the tube to the canister remained closed. The physician created a hole in the max aspiration tubing with a plastic needle and aspiration began. There was no report of an adverse effect on the patient.